Event description:
It was reported that the stent partially deployed. An innova 6x120 was selected for use to treat the superficial femoral artery (sfa) occlusion of left lower limb. The target lesion in the sfa was predilated using a balloon. The first innova 6x150 stent was deployed without issue. The second innova 6x120 was removed from device packaging aseptically. As the innova was advanced along the guidewire, it was observed that the tip of the stent was exposed outside of the protective sleeve. The innova was exchanged with another of the same size, and the replacement device was deployed without issue. Following deployment of both stents, angiography showed normal results and the procedure was completed. There were no adverse consequences reported for the patient.

Manufacturer narrative:
Updated fields: device analysis: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The sheath was partially deployed 6mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock and rack were still in the manufactured position. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that the stent partially deployed. An innova 6x120 was selected for use to treat the superficial femoral artery (sfa) occlusion of left lower limb. The target lesion in the sfa was predilated using a balloon. The first innova 6x150 stent was deployed without issue. The second innova 6x120 was removed from device packaging aseptically. As the innova was advanced along the guidewire, it was observed that the tip of the stent was exposed outside of the protective sleeve. The innova was exchanged with another of the same size, and the replacement device was deployed without issue. Following deployment of both stents, angiography showed normal results and the procedure was completed. There were no adverse consequences reported for the patient.